Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged feeling of a heavy head in the morning when he gets up, also has coughing fits, at any time of the day and night with yellow colored secretions, also has burns of the throat/back throat for about 15 days and dry mouth. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.